Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18978. It was reported one of the patient's t-12 leads was fractured. Surgical intervention took place on (B)(6) 2021 in which the lead was replace. The existing lead was attempted to be explanted however a portion of the lead was left in place not able to be removed. Note: it is not known which t-12 lead was fractured; therefore both t-12 leads are being reported.